Manufacturer narrative:
An event regarding revision due to loosening involving a titanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Clinician review: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions it was reported that patient hip was revised due to shell loosening. The event could not be confirmed nor could the root cause be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient has pain that comes and goes. Update: rep reported patient was revised on (B)(6) 2018: "patient...met surgeon's criteria for requiring revision arthroplasty for the implants listed". Intraoperative, the cup was found to be loose and excessive corrosion was noted on the trunnion.